Manufacturer narrative:
It was reported after the procedural sheath was removed, the manta sheath was inserted and an ooze was present around the sheath. The oozing observed around the manta sheath following the sheath exchange is likely indicative of a tear at the arteriotomy. The IFU lists "patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation" as a special patient population, where the safety and effectiveness of the manta device has not been established. Following manta deployment, pulsatile bleeding was present at the access site and manual pressure was applied. A post-manta angiogram showed bleeding was still present and the radiopaque lock was far from the vessel which confirms a tract deployment. A surgical cut down was performed and the surgeon noted there was a tear in the vessel. The root cause of the pulsatile bleeding is likely due to the manta device being deployed in the tissue tract. The toggle was likely pulled out of the vessel because of the torn arteriotomy, which was confirmed during surgical cutdown. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate for this type of incident remains below the acceptable occurrence rate in risk documentation. The document history record was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists bleeding and extravasation, and other access site complications possibly requiring surgical repair, and/or endovascular intervention as possible adverse events related to the deployment of vascular closure devices. An investigation has been opened to review the returned device, device history record, risk documentation, and case imaging.

Event description:
A transaortic valve replacement (tavr) was performed on (B)(6) 2019. Once the procedure sheath was withdrawn and the manta 18f vascular closure device sheath inserted, there was ooze seen around the sheath. The activated clotting time (act) at the time of manta insertion was 272 seconds. 40mg of protamine was given prior to deployment of manta. Act was checked again after manta deployment and was reported to have dropped to159 seconds. Manta was deployed at 3.5cm at an angle greater than 45 degrees. The groin was seen to "pull up" during the tensioning step while the lock advancement tube was being advanced. As soon as the manta tension was relaxed, and the lock advancement tube was pulled back pulsatile bleeding was seen at the access site. Manual pressure was applied and a post closure angiogram was done which showed extravasation and that the radiopaque marker was too far from the vessel. A 8mmx5cm (diameter x length) covered stent was placed at the access site and an angiogram showed continued extravasation. A second stent was placed, a 8mmx3.9mm (diameter x length) covered stent. Another angiogram showed continued extravasation. A surgical cut down was then done to repair the right femoral artery, and manta was explanted. Flow following the procedure was said to be good. The physician stated there was a tear in the vessel that caused the extravasation.